Manufacturer narrative:
Device evaluation: customer report of stenosis was confirmed. X-ray demonstrated heavy calcification on leaflets 1 and 2, minimal calcification on leaflet 3, and wireform intact. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. Tissue was thickened and swollen at the free margin of all leaflets near the commissures. Calcification and host tissue restricted leaflet mobility and led to stenosis. A gap was observed in the central coaptation region. Leaflet 2 had a tear near commissure 3 of approximately 6mm. Calcification was evident near the tear. A hematoma was observed on leaflet 2 at the inflow aspect. As received, suture remained attached around the sewing ring and approximately 25% of the sewing ring cloth was cut. Additional manufacture narrative: calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. In this case, the patient presented with hypertension and the history of previous mvr may have been contributing factors towards failure of this device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information through its implant patient registry that a 29mm bioprosthetic mitral valve, implanted nine (9) years, sixteen (16) days, was explanted and replaced with a 27mm mitral valve. Through follow up with the health care provider, the operative notes were provided and state the device was explanted due to severe stenosis and calcification. A tricuspid valvuloplasty was also performed during the same surgery due to tricuspid regurgitation. There were no complications reported intra-operatively. The condition of the patient postoperatively is unknown as the discharge summary was not provided. This (B)(6) male's pertinent medical history includes pulmonary hypertension and atrial fibrillation.